Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The tip was twisted in the clockwise direction and had sheared off. This is consistent with an over-torquing situation during screw removal. Our investigation and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. Related to 3004774118-2017-00029.

Event description:
On 03.15.2017 it was reported that a surgery took place in which 6.5 mm diameter screws were being replaced with 7.5 mm diameter screws. The new pedicle screws were being placed and all were very difficult to fully seat due to very dense bone. One of the pedicle screws only inserted about 3/4 of the way and would not advance. Attempts were made to then remove the screw when the driver tip stripped. Surgery took place (B)(6) 2017.